Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was broken and would not stay closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 on main was not staying closed. The yellow piece housing the red emergency release was detached, and the emergency release itself was broken. Broken screws were present, and pharmacy staff had damaged qbs while attempting to access medication. A field service engineer reattached the yellow housing, installed a new emergency release, rebooted the system, and verified functionality using the hardware test application. Debris was cleared from the row boards, broken qbs were removed, and escort access to the pyxis was granted. The system functioned as intended after the field service engineer repaired the device.